Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The complaint sample was returned for eval. The catheter shaft contained 4 kinks and two slightly flattened sections. It is unk how the kinks or the flattened sections occurred, as they were not reported by the user. The balloon contained a circumferential rupture. The distal end of the ruptured balloon was bunched towards the distal tip, exposing one of the marker band underneath. The complaint is confirmed for a circumferential rupture on the balloon. Per the event description, the balloon was inflated to 22-23 atms. The rbp for this balloon size is 14atms. The root cause is user related as the balloon was over pressurized. The current IFU (instructions for use) states: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over-pressurization, use of a pressure monitoring device is recommended.

Event description:
It was reported that a pta balloon ruptured at approximately 22-23 atm during the third inflation while being used to treat an av fistula in the pt's mid-arm. During removal of the pta balloon dilatation catheter from the sheath resistance was encountered, however, the device was removed in its entirety without disturbing the sheath. Another pta balloon dilatation catheter was used to successfully complete the procedure. No pt injury.